Manufacturer narrative:
(B)(4). A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them in order to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a fluid overfill while using the homechoice (hc) machine. On the same day, the patient was hospitalized for the event. Treatment and cause of the fluid overfill were unknown. During follow up with the nurse, it was stated that the patient recovered. No additional information is available.